Event description:
During orbited rotation of the gamma camera, the collimator fell off the detector. None of the four collimator hold-down screws had been properly engaged by the operator, and the sensor to alert the user that the collimator wasn't secure malfunctioned. The collimator fell to the floor. No one was injured.